Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop had seven leaking cassettes. Details will follow with complaint form. Unknown if patient involvement.